Manufacturer narrative:
The associated visionaire cutting block kit was returned and evaluated. The visual inspection of the returned device shows no obvious damage on the part. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was determined that the anterior osteophyte on the femur was over-segmented. This was in the block fit area and could have caused the femur block to sit more distally resulting in shallower resection depths than was planned. Additionally, an error occurred during the smoothing process due to over-sanding. This could have further affected the block fit on the anterior of the femur. Consequently, the alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. After the execution of this case, it was discovered that there was higher occurrence of over-sanding during the smoothing process due to the use of a new segmentation software. Since then, all employees involved in smoothing have been retrained to avoid the problem in the future. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the visionaire blocks did not resect correct cuts according to the plan. The femoral distal medial resection was approximately 1.5, the lateral distal resection was approximately 7mm. The proximal tibial resection according to dr (B)(6) needed and was cut an additional 2mm. The blocks fit well to the bone and appeared to be correctly aligned. The poly selected after all additional resections was a 9mm thickness.